Manufacturer narrative:
Tracking #.48550. Based upon inquiry info rec'd and visual examination, no functional test could be performed due to the broken nose, the instrument was disassembled and found the track broken with 13 staples. No conclusion could be reached as to how the nose and the track were broken.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate the device jammed. There was no consequence to the pt.